Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shock impedance measurements resulting in greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range shock impedance measurements continue to be observed. Upon review of stored device memory, observed a trend of 110-120 ohms on this single coiled lead with an occasional reading greater than 125 ohms. Boston scientific technical services (ts) discussed single coil having higher impedance values. No adverse patient effects were reported.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.